Event description:
It was reported that the tlc75 was used during a whipple procedure. It was reported by the affiliate that there was bleeding from the anastmotic lep in the stomach. There was a 2 1/2 liter clot in the stomach, 1st day post-op. Hb 11 and then hb 7 five days post op. 3/26/1998 it was reported the surgeon had to reoperate and that is when he found the clot.